Event description:
Doctor reported an event of "gastroesophageal reflux".

Manufacturer narrative:
Tape ii. (B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Reflux is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probably cause for this event. Device labeling addresses the reported event of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."